Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) communicated with the customer and confirmed that the system intermittently powers up and gets stuck at 00.00. A review of the system logfile showed that the host-pc could not connect to the flexvision-pc and confirmed the reported malfunction. The fse visited onsite and upon functional testing, the fse observed that the during normal boot the pcs did not power on, but the system was fully boot upon shut the system down and kill the breaker. The fse also confirmed that the flashlight was red when fully booted. To resolve the reported issue, the fse reseated mpd control board. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system intermittently failed to fully boot up. It would freeze at the 0:00 countdown screen. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.